Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred during the load process. Customer's blood glucose was 200 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.